Event description:
It was reported that during a roux en y, the hand activation buttons were not working properly. They were intermittent. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.